Event description:
It was reported to boston scientific corp that a wallflex biliary rx uncovered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009 to treat cholangiocarcinoma within the common bile duct. According to the complainant, the physician roughly measured the diameter of the stricture and the length of the common bile duct using the ercp scope. A 10x 80 wallflex stent was then selected for the procedure. When the stent was being deployed, the physician noted that the stent appeared to be significantly longer than the measurements on the stent label. The entire device was removed from the pt and the procedure was completed using a 10x60 wallflex stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).